Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was also noted that the stent was broken at the tip. No patient complications were reported.